Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that inappropriate mode switching due to atrial lead noise reversion was observed. Noise was reproduced with pocket manipulation. The device discriminators were programmed to ventricular only. No adverse consequences were reported.